Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range shock impedance measurements, measuring greater than 200 ohms. It was noted that there were intermittent jumps on this shock impedances which were seen couple of days after the lead was implanted. It was suspected that this could be likely due to misconnection from the proximal pin at the header. During provocative maneuvers the out-of-range value was able to be reproduced when manipulating the can in the double coil configuration and during the same maneuvers in a single coil configuration the shock impedance was always in range. The plan was to have x-ray imaging performed to check on macroscopic damages and see the connection of the entire system. This device remains in service. No adverse patient effects were reported.